Manufacturer narrative:
The device and angiograms were not returned to essential medical for investigation purposes. It was reported that in the angiograms the toggle was seen clearly outside of the vessel in the tissue tract and the collagen/toggle sandwich was fully compacted. Therefore, the root cause of the extravasation was possibly due to tract deployment; however, this could not be confirmed due to not receiving the angiograms. Additionally, due to insufficient information a root cause for the cause for the alleged tract deployment could not be concluded. The risk of failing to achieve hemostasis and access site complications leading to bleeding or surgical intervention have been identified as adverse events related to the deployment of the vascular closure device in the IFU. Risk documentation was reviewed, and tract deployment is a known risk. The occurrence of this type of incident remains below risk documentation's acceptable rate. The document history was reviewed and showed no non-conformities related to this event. Based on the information reviewed, there is no indication of product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The us IFU lists extravasation and other access site complications as possible adverse events related to use of vascular closure devices. An investigation has been opened to review device history record, risk documentation, and case imaging.

Event description:
A tavr was performed on an (B)(6) patient on (B)(6) 2019. The patient was said to have mild calcification. Following deployment an ap view of the angio showed the toggle central to the vessel, and showed a small "swirl" extra arterial. The ap view did not allow for a view of the toggle such that you could see in inside or outside of the vessel. Following the angio, the physician attempted to resolve the extravasation with manual pressure and then balloon inflation. When neither resolved the extravasation, the physician attempted another round of lock advancement tamps. A new angio was performed from a new angle and the toggle was seen clearly out of the vessel. The collagen/toggle sandwich was fully compacted. The physician chose to place a 10 x 60 mm covered stent. The extravasation resolved and the patient is said have recovered.